Manufacturer narrative:
Physio-control evaluated the customer device and was unable to duplicate the reported issue, even with customer supplied paddles. However during review of electronic device data files, physio determined that the issue was likely caused by a short across the top case paddle wells. The device top case was replaced to resolve the issue, and after unrelated repairs were performed, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue. No further information was available.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue. No further information was available.